Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during surgery, the lead could not be placed due to scar tissue. As a result, the surgery was abandoned. During the same surgery, a fractured lead was explanted as documented in related manufacturer reference numbers 3006705815-2020-02803 and 3006705815-2020-02804.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.